Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for non-malignant pain. It was reported that the patient was leaning over to pet a horse and accidentally leaned against an electrical fence. The patient noted that it was strong enough to cause a mild cardiac arrhythmia. The patient had a sudden loss of therapy. The rep indicated that the patient has been unable to connect with the implantable neurostimulator (ins) using their programmer and are unable to recharge. The rep tried a physician mode reset, which was unsuccessful. It was stated that surgical intervention was planned, but not yet scheduled. The issue was not resolved at the time of the report. No further complications were reported or anticipated.